Event description:
Philips received a complaint on the v60 ventilator indicating that the device transitioned to standby mode on its own. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer communicated that the device issue occurred during an in-house operational check. It was stated that the device continued to operate when the issue occurred. On 10jun2025, an authorized service provider (asp) evaluated the device at a repair center. It was confirmed by the asp that the zero point of the flow sensor assembly (fsa) was outside of the acceptable range, causing the issue with the standby mode. The asp replaced the fsa to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.